Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown if the suicidal thoughts were related to the device, however there was a strong possibility it could have been. The patient had a history of depression and suicidal thoughts in the past prior to deep brain stimulation (dbs), but never acted on them before. The patient¿s mother indicated the patient seemed ¿angrier and sassier a few days leading up to the event but didn¿t¿ notice any increase in depression or suicidal thoughts.¿ since the change in stimulation the patient seemed to be back to their base line emotionally and had been seizure free for the past 35 days. It was unknown if any clinic notes were available but would most likely require a written request if there were. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient attempted suicide by taking a handful of medication. The patient was in the hospital for treatment. The patient's family member stated he had been doing fairly well prior to the episode and had been more talkative and engaged with the family. It was reported the patient had a slight increase in seizure but the severity had been reduced. The patient had a history of depression and suicidal thoughts but had never acted on them. It was noted the patient had an implanted vns (vagus nerve system). The patients deep brain stimulation (dbs) system of the anterior nucleus of the thalamus was increased on (B)(6) 2019 from 3 to 4 volts bilaterally. His settings at the time of the report were c+ 2- 3- c+10- 11- 90 pw 145 rate 1 min on 5 min off cycling. Upon discharge, the patient would follow up with the neurologist to have the two lower contacts turned off (2 and 10) and reduce the voltage form 4 to 3 volts. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The patient was alive without injury.